Manufacturer narrative:
The insulin pump alarmed failed battery test due to corroded battery cap contact. The insulin pump had cracked reservoir tube lip, cracked battery tube threads, minor scratches on display window, and cracked case near display window corners noted during visual inspection.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer's insulin pump was alarming failed battery test. Customer's blood glucose level was 105 mg/dl at time of reporting. Nothing further reported.